Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the ok keypad button has been sticking for (B)(6). She noted that the button no longer springs back when pressed. The patient denied physical damage to the rubber keypad.